Event description:
On (b)(6) 2026, a patient underwent a valvuloplasty procedure using a True balloon catheter. Prior to use, during device preparation and balloon inflation, it was observed that only approximately 20 cc of contrast medium could be injected despite the balloon having a specified inflation volume of 25 cc. Further inspection reportedly revealed a balloon rupture. There was no patient contact.

Manufacturer narrative:
H11: As the lot number for the device was provided, a review of the Device History Records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.